Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. Since the product was discarded, the product information could not be obtained. Therefore, no information was captured (model #, lot # and expiration date) and device manufacture date could not be determined. This event is related to MDR # 1810909-2020-00077.

Event description:
The customer reported that he performed comparison testing between the blood glucose readings obtained on the contour next one meter and contour meter. The reading on the contour meter was 30 mg/dl lower compared to that obtained on the contour next one meter. No specific readings were provided. The customer stated that based on the meter readings, the physician added glimepiride and 12 units of insulin injections at night to his original regimen of metformin. There was no allegation of an adverse event. The customer disposed the contour meter and test strips. Therefore, the contour meter and test strips will not be returned for evaluation. Replacement meter and test strips were sent to the customer.